Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 06/30/2015; belt: 02/19/2015.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2019 at approximately 21:30, while wearing the lifevest. The patient was conscious and in the hospital prior to passing. No attempts to resuscitate that patient were made due to a dnr order. Per clinical review of the available ECG data, at 13:42:24 the patient was in vt at 180 bpm, the response buttons were pressed delaying the treatment sequence. The patient's rhythm self-converted to a sinus rhythm at 75 bpm. The patient was then in an idioventricular rhythm at 90 bpm transitioning to sinus tachycardia at 130 bpm with non-sustained ventricular tachycardia (nsvt) from 13:43:12 to 21:20:06. An arrhythmia was detected at 21:20:31 when the patient was in vt from 150 bpm (with a varying heart rate at or below treatment threshold) slowing to 140 bpm degrading to asystole. Gel was released at 21:21:31. Detection stopped at 21:22:43. Between 21:23:07 to 21:27:39, the device intermittently detected an arrhythmia while the patient was in asystole. Oversensing of low amplitude cardiac signal contributed to the false detections. The lifevest appropriately did not treat the patient during the false detections. The device was shutdown at 21:27:55 on (B)(6) 2019. The response button usage and the varying heart rate below treatment threshold of the treatable arrhythmias prevented the lifevest from delivering a treatment. There were no deficiencies alleged. The device was fully functional upon receipt. There is no indication that the lifevest caused or contributed to the patient death. Reporting out of an abundance of caution.